Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, however omsc concluded that there is a high possibility that the reported image malfunction was caused by an accidental failure of the synchronization system of the video board (for example, defects in the crystal or fpga). Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation of the device by olympus medical systems india (omsi) confirmed the following: the reported event appeared to be caused by defect of the printed-circuit board of the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, the greenish endoscopic image with green lines was displayed, and the endoscopic image became intermittently. The endoscopic image was not displayed. There was no report of patient injury associated with this event.